Event description:
The customer reported that the viscous fluid control (vfc) does not work; they received a system message 116 (prop. Press transducer range invalid) during surgery. The physician converted the technical surgery from automated vfc to a manual one. No pt injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on: 07/29/2008.